Manufacturer narrative:
Unit passed displacement test. However, unit alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unit received with broken reservoir tube lip. Unit received with corroded battery tube. Unit received with minor scratches on lcd window. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm during priming. Customer reported being unable to exit the preparing to prime loop. During troubleshooting, the customer confirmed that the device's drive support cap was sticking out. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 181 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.